Event description:
It was reported that the ureteral stent was ready for implantation. The user pulled the wire too hard, causing the stent ring to break.

Manufacturer narrative:
Per investigator evaluation, bd has determined that this MDR as not reportable as the reported event was confirmed as user related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the ureteral stent was ready for implantation. The user pulled the wire too hard, causing the stent ring to break.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.